Event description:
Caller reported lancet protruding from fastclix lancing device cap. No adverse event reported. Device not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Year is the only known part of manufacture date. We have defaulted to the first of the year. Device not available for return.